Event description:
It was reported that during a surgical procedure on an unknown date, topical skin adhesive was used. The or nurse crushed a vial of the topical skin adhesive and the ampule punctured the nurse's finger. The or nurse was exposed to the patient¿s blood. The patient is a known hiv patient. The nurse was seen in the ER and treated. The nurse will be followed for possible further treatment as needed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch jaj588. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The rn who was cut did complete her prescribed medication and has had additional blood draws. To date all blood draws have not shown any transmission of blood borne pathogens. (B)(4).